Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure device: embedded in wall of uterus/perforation (uterus)"), menorrhagia ("abnormal bleeding (menorrhagia") and kidney infection ("kidney infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: weight gain"), depression ("depression") and bladder disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), urinary tract infection ("multiple urinary tract infections"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder infections"), abdominal pain lower ("lower abdomen pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (partial hysterectomy to remove essure/salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved, the uterine perforation, menorrhagia, abdominal pain, alopecia, back pain, migraine, headache, nausea, vaginal discharge, weight increased, depression, bladder disorder, abdominal pain lower and musculoskeletal pain outcome was unknown and the kidney infection, urinary tract infection and cystitis was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. In 2015, essure confirmation test was performed. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, dysmenorrhea (cramping), headaches, migraines, uterine perforation, nausea, vaginal discharge, weight gain, depression, kidney infection, bladder problems, lower abdomen pain, shoulder pain, product start date changed from (B)(6) 2016 to (B)(6) 2015. Event outcome of pelvic pain, dyspareunia, fatigue, dysmenorrhea, vaginal haemorrhage, updated to recovered. Event outcome of bladder infections , kidney infection , urinary tract infection updated to recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: embedded in wall of uterus/perforation (uterus)"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia") and kidney infection ("kidney infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss: weight gain"), depression ("depression") and bladder disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), urinary tract infection ("multiple urinary tract infections"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder infections"), abdominal pain lower ("lower abdomen pain"), musculoskeletal pain ("shoulder pain"), amenorrhoea ("hadnt had period since") and arthralgia ("joint pain"). The patient was treated with surgery (partial hysterectomy to remove essure/salpingectomy (bilateral removal of fallopian tubes), and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, abdominal pain, alopecia, back pain, migraine, headache, nausea, vaginal discharge, weight increased, depression, bladder disorder, abdominal pain lower, musculoskeletal pain, amenorrhoea and arthralgia outcome was unknown, the pelvic pain, dyspareunia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved and the kidney infection, urinary tract infection and cystitis was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. In 2015, essure confirmation test was performed. Concerning the injuries reported in this case, the following ones were reported via social media: hadn't had period and joint pain. Most recent follow-up information incorporated above includes: on 25-jun-2018: social media post received. Reporter's information was updated. Events added: had not had period since, joint pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), fatigue ("fatigue") and urinary tract infection ("multiple urinary tract infections"). The patient was treated with surgery (partial hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, alopecia, back pain, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, pelvic pain and urinary tract infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.